Event description:
When attempting to place 20g 10 cm midline, guidewire advanced and when attempting to thread the catheter in, the applicator split apart and the guidewire retracted, unable to figure out how to put the applicator back together. When looking with us, tip of catheter was in vein but could not thread the catheter without the applicator. Patient required to be re-stuck for second attempt.